Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the unit and determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. Engineering actuated the unit at different angles on tubing to attempt to replicate the customer's experience of clips scissoring. The unit was disassembled for further evaluation and met all specifications. The root cause of the scissoring experienced by the customer may have been the result of the application structure size or the location of the vessel within the clip, which prevented proper clip closure. Engineering was able to recreate the clip misalignment at adverse application orientations. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical continuously seeks to improve the form, function, and ease of use of its products. A part of this continuous process, applied medical is currently researching manufacturing process and inspection enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Da vinci prostatectomy- "during the mobilization of the prostate, the clip applier was preloaded and inserted via our 12mm trocar cff73. In the area of the prostate it was applied. During the release of the clips at the vessel, the legs of the jaw did not close properly, but the legs of the clip were crossed. So, a secure could not be ensured. The clip applier was applied extracorporal and caused the same problem. A new clip applier was opened.